Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had an infection at the ipg site. The symptoms included redness and soreness at the pocket site. A computerized tomography (CT) scan was taken and it did not show that the infection was device related but the physician felt that it was cellulose. The physician confirmed that the infection was not related to the device or procedure. The patient was placed on antibiotics and will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. The symptoms included redness and soreness at the pocket site. A computerized tomography (CT) scan was taken and it did not show that the infection was device related but the physician felt that it was cellulose. The physician confirmed that the infection was not related to the device or procedure. The patient was placed on antibiotics and will undergo a revision procedure wherein the ipg will be replaced and relocated.